Event description:
On (B)(6) 2012, pt reported the infusion device did not respond when he attempted to program a temporary basal rate. He was working in the heat and his blood glucose was 98 mg/dl, and he attempted to decrease the basal rate to prevent his blood glucose from decreasing more. His normal blood glucose is 110-120 mg/dl, and he did not require any treatment. The infusion device displayed an unk error message that he was unable to clear. He inserted a new alkaline battery, and the infusion device displayed an e8 power interrupt error. He was unable to clear this error message by pressing the check button. The buttons are not flat and do produce an audible click when pressed. The infusion device was not dropped in the past 48 hours. The infusion device was requested for eval.